Event description:
It was reported via the sales rep, the following event, "the surgeon couldn't implant the insert. The insert was well fixed on the posterior part; the insert was cumbersome on the antero-posterior side; the surgeon couldn't assemble the implant on the anterior side."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.